Manufacturer narrative:
Other, other text: the returned device was evaluated. Shorting inside the on/off power button is creating an electrical short across the button. This results in the button being activated even when not physically pressed. This report additionally corrects the model number, UDI, and 510k number for this device. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). E1. Initial reporter postal code exceeded the maximum allowable characters, postal code is as follows: (B)(6).

Event description:
The customer reported "the device gets switched on/off automatically." There was no patient impact or consequence reported.

Event description:
The customer reported "the device gets switched on/off automatically." There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).